Event description:
It was reported that prior to a lap appendectomy procedure, the staples fell out of the device when the surgeon pre-fired the device. The case was completed with another like device. No patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.